Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could not be confirmed for the alleged failure as the sample was not returned for evaluation. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: cardiovascular medicine. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device carrier tube was already kinked. A kink was observed 3 cm from the tip of the angio-seal device when the device was unpacked. The device was not used and another angio-seal device from a different lot was used to continue the procedure. Hemostasis was successfully achieved by the second device. There was no health damage to the patient. There was no patient injury, medical/surgical intervention required. The procedure before deploying the device was a percutaneous peripheral intervention (ppi). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6fr. The puncture site was the left common femoral artery. The vessel diameter was unknown. There were no other devices or equipment used with the reported product.